Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her low blood glucose level of 96 mg/dl. The customer treated her low blood glucose level with food. Her most recent blood glucose level was 261 mg/dl. She also reported that the reason for her low blood glucose level was because she did not have any food in her stomach but still had insulin in her. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).